Event description:
Caller states the pt tested >8.0 inr on the coaguchek s system and 5.19 on a comparison lab. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect sys and replacement was sent.